Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported no stimulation when the stimulator was on. The patient wasn¿t feeling stimulation and was ¿hurting so bad.¿ it was confirmed with the patient programmer that the stimulator was on. This issue began the week prior to the report. The patient saw the manufacturer¿s splash screen, low patient programmer battery screen or blank screen. After replacing the batteries, the patient programmer was synced and the patient saw she was on group b 1.20v with a lightning bolt. The patient increased the stimulation to 10.50v and changed to program a at the highest level, but the issue was not resolved. No trauma or falls were reported. Indications for use include failed back surgery syndrome.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.